Event description:
A report was received that the patient was experiencing pocket pain and was having difficulty charging his ipg. The ipg had migrated in the pocket. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing pocket pain and was having difficulty charging his ipg. The ipg had migrated in the pocket. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure as of this time.